Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working during bolus. Customer¿s blood glucose level was unknown. The button was not working. It was unknown that the insulin pump will be returned for analysis.